Manufacturer narrative:
Per tandem¿s pump user guide: you should avoid activities which could expose your pump to temperatures below 41ºf (5ºc) or above 98.6ºf (37ºc), as insulin can freeze at low temperatures or degrade at high temperatures. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The cause was unknown; however, customer admitted to exposing pump to extreme cold temperatures. Customer¿s blood glucose was between 121-149 mg/dl. The customer had resolved the issue and resumed insulin delivery prior to contacting tandem technical support.